Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on, code 107 - abnormal shutdowns) has been confirmed. As rec'd, the monitor displayed code 107. The cause of the code 107 - multiple abnormal shutdowns is sram component u1000 on the ca board sn. The sram components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 1/21/2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.